Event description:
Asr revision; left; asr hip resurfacing. Reason(s) for revision: unknown. Update received: (B)(4) 2014 - confirmed revision took place: (B)(6) 2013. Update received (B)(4) 2014. Reason for revision reason(s) for revision: metallosis.

Event description:
Asr revison;left;asr hip resurfacing; reason(s) for revision: unknown.update received: 21st january 2014 - confirmed revision took place: (B)(6) 2013 and filled mandatory fields.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. Reason(s) for revision: alval / soft tissue reaction

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Left. Asr hip resurfacing . Reason(s) for revision: unknown. Update received: 21st january 2014 - confirmed revision took place: (B)(6) 2013 and filled mandatory fields. Update received 25th march 2014. Reason for revision added. Manufacturing dates added, reason(s) for revision: metallosis. Update 27 feb 2015: rec'd details of clinical trial, clinical trail number, patient height, weight, sex and year of birth: 1940. Additional reasons for revision - implant bearing wear - metal and pain. Expiry dates for all products.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA (B)(4). **addendum added 03 jul 2017** the complaint was reopened as additional information received from (B)(6). Reason(s) for revision: alval / soft tissue reaction. No further actions identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.